Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during reprocessing, after a therapeutic transurethral resection of the bladder tumor (turbt) procedure, it was noticed that the ceramic insulation at the distal end of the inner sheath was broken off. It is unknown when this damage occurred and whether a fragment possibly fell into the patient. It was reported that the inner sheath had been inspected before the procedure and that no abnormalities or irregularities were detected at that time. The intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the manufacturer's evaluation was exclusively performed on the basis of the provided information. According to the available documentation, fragments of the ceramic insulation at the distal end of the resection sheath had broken off. It is assumed that a vertical crack going across the insulation insert triggered the breakage. The cause of this damage is most likely mechanical overload by the application of excessive force (e.g. Impact, fall, shock or similar stress). Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side, but a CAPA was initiated for this phenomenon where the root cause will be further investigated and appropriate countermeasures will be defined. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.